Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 31 october 2019 revealed that the device was sterilized with a red card attached to the case which bled on to the case and dermatome itself, the wires of the cord assembly were exposed, the calibration was out of specification, the rpm¿s were not in spec, the motor ran erratically, and the 3 inch width plate and screwdriver were damaged. Power supply (sn (B)(4)) functioned as intended. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the head, control bar, cord assembly, motor, switch, 3 inch width plate, screwdriver, and various bearings. Electric dermatome, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the components to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time.

Event description:
It has been reported product is not powering up. The event timing was during testing. There was no harm and no delay. Upon investigation it was found the dermatome had exposed wires and the motor ran erratically. No adverse events were reported as result of this malfunction.